Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was not wearing a mask. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event on the same day of onset. The patient began treatment with ciprofloxacin and ceftazidime (for 18 days, doses, frequencies, and routes not reported) for peritonitis. Dianeal therapy was withdrawn eight days after onset due to the patient not responding to treatment and hemodialysis was initiated. The patient was discharged from the hospital 17 days after onset. At the time of this report, the peritonitis event was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.